Event description:
Caller states that her device is producting high results. Caller states that she did 3 back to back tests on the device and obtained the following results within minutes: 217mg/dl, 115mg/dl, 108mg/dl. She states that she gave her daughter 2 units of insulin after these results as is normal if readings are above 100mg/dl. Mother reports another instance when she obtained a reading of 150 mg/dl and the child was given 2 units of insulin. She reports that approximately 3 hours later the child tested at 90mg/dl. Approximately one hour later, mother reports obtaining a reading of 114mg/dl and gave the child 5 units of insulin as is normal. She reports the child started feeling dizzy at about a half hour later and obtained a reading of 50mg/dl. She gave the child juice and cheese. She re-tested about 15 mins later and got a reading of 122mg/dl, and an hour later with a result of 97mg/dl. She reports testing last about an hour later and getting a reading of 130mg/dl. Controls were reportedly used and within acceptable limits. Requested return of the suspect device and replacement was sent.